Event description:
It was reported that while the patient was connected to wall power it was noted that flow, pulsatility index (pi), and power were all reading "0" and the only parameter displayed was speed. Upon inspection of the controller and connections the appropriate values were visible. The patient was removed from wall power and changed to a new power module and system monitor. The display was unable to be replicated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue with a system monitor was not confirmed. The system monitor, serial (B)(6) , was not returned for analysis. Per provided information, the issue of showing ¿0¿ for parameters on a system monitor was resolved after changing to a new power module and system monitor. The system monitor was later reevaluated by the clinical team and the issue was not replicated. A clinical representative from abbott stated that the issue can be resolved by turning rebooting the system. There was no additional documents or images regarding the event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 21feb2019. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 manufacturer information: corrected section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected section g1 contact office: corrected. Manufacturer's investigation conclusion: the reported event of a display issue with a system monitor was not confirmed. The system monitor, serial (B)(6), was not returned for analysis. Per provided information, the issue of showing ¿0¿ for parameters on a system monitor was resolved after changing to a new power module and system monitor. The system monitor was later reevaluated by the clinical team and the issue was not replicated. A clinical representative from abbott stated that the issue can be resolved by turning rebooting the system. There was no additional documents or images regarding the event. A root cause of the reported event was not determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 21feb2019. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. No further information was provided. The manufacturer is closing the file on this event.